Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the gastroesophageal junction during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was moved from its position and was tuck under the fifth blue band.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter city: guilin, guangxi zhuang autonomous region. (B)(4).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: (initial reporter city) (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the ligator head was returned with three bands attached and the first band did not have the knot. Per media analysis of the provided photo showed that the ligator head had three bands attached and one of the bands was moved from its position. The ligator head was observed under magnification, and the ligator head teeth, the suture hole, and the bands were in good condition. The handle had marks of the trip wire secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the one band moved from its position and the first band did not have the knot. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device which may have interfered with the normal operation of the device, possibly the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used above the gastroesophageal junction during an endoscopic variceal ligation (evl) procedure performed on (B)(6), 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was moved from its position and was tuck under the fifth blue band.